Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reports that the "create opposing field" option doesn't properly emulate siemens units at acuity. The customer also reports that elekta units are also not properly emulated by acuity when the 'create opposing field' option is used. The customer states that they have observed this behavior since their clinical implementation of acuity in 2007, however, they have not previously reported it as they simply 'worked' around the issue by manually editing the field parameters in mosaiq. The customer states that due to staffing changes within their physics group, this behavior has been given a higher priority and they no longer want to perform the 'work around'. The customer now believes this presents a potential safety concern and reported the behavior to varian 4.20.2011.